Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 29mm sapien 3. The procedure was successful and the valve was implanted but. However, when the devices were removed from the patient, the esheath was observed torn. The patient did not experience any injury and was stable after procedure. The device was discarded. As per photos provided, a distal tip split was confirmed in addition to the torn liner.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint of sheath liner torn' was confirmed based on the evaluation of the provided imagery. Although information received from the field stated the patient's access vessels had mild calcification and mild tortuosity, however without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Therefore, it is possible that one or more patient/procedural factors (calcification, tortuosity and/or altered balloon profile) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined at this time. No manufacturing non-conformances that would have contributed to the reported event were identified. Since no edwards defect was identified, no further corrective or preventative action is required. For the complaint of sheath distal tip split was confirmed based on the evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per evaluation of the provided imagery, the esheath distal tip was observed split. Although information received from the field stated the patient's access vessels had mild calcification and mild tortuosity, without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Therefore, it is possible that one or more patient/ altered balloon profile factors (calcification, tortuosity and/or altered balloon profile) may have been present during the procedure. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. Altered balloon profile can interacted with the sheath tip during retrieval, damaging the tip. However, due to insufficient information, a definitive root cause is unable to be determined at this time. No manufacturing non-conformances that would have contributed to the reported event were identified. Since no edwards defect was identified, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.